Event description:
It was reported that during a da vinci-assisted radical cystectomy w/ neobladder surgical procedure, the surgeon could not control arm 2. The technical support engineer (tse) reviewed the live logs and they were clean after the procedure start. The arm 2 led was white. The tse guided the caller to remove the instrument, reseat the sterile adapter, and install the instrument. The arm 2 led became blue and the instrument was able to be controlled for a few seconds before it stopped working. The instrument tips could not be closed properly. There was a message that the cannula was not properly inserted. The tse guided the caller to check that the cannula was positioned properly and the cannula mount was closed. The tse saw in the logs that arm 2 did not detect the instrument. Error 22008 indicating no cannula on patient side manipulator (psm) 2. The site tested two different instruments on arm 2 and the same issue occurred. The surgeon decided to convert to laparoscopic surgery and no further troubleshooting was done. There was no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the procedure was completed laparoscopically with no patient harm. The delay did not occur during warm ischemia time. The system inspected was prior to use and no issues were noted. The procedure had been in progress for approximately 2 hours when the issue occurred. The patient was reported to be doing fine and there were no reported post-operative complications. A video recording of the procedure is not available.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found the metal part that holds the sterile adapter back was broken on the patient side manipulator (psm). The fse replaced the psm. The system was tested and verified as ready for use. Isi received the psm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. Visual inspection found physical damage on the release lever body.